Manufacturer narrative:
Additional information: cec adjudicated event a non-q wave mi of the target vessel, 3rd udmi peri-pci. Cec commented a side branch occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. On the same day, distal embolism occurred and was treated with medication. It was reported that distal embolism occurred because attenuated plaque came off by balloon angioplasty. Investigator assessed event is not related to device or antiplatelet therapy. Sponsor assessed that the event is possibly related to device and antiplatelet therapy. Patient recovered.

Manufacturer narrative:
Additional information: slow flow was noted after second stent on left coronary angio and was treated with nitopro. If information is provided in the future, a supplemental report will be issued.